Event description:
It was reported that a patient had a head MRI in (B)(6) 2013 and he had synchronization problems with his patient programmer after the MRI. It was noted that it had since resolved itself.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n310571, implanted: (B)(6) 2012; product type accessory, product ID 3 9286-65, serial# (B)(4), implanted: (B)(6) 2012; product type lead, product ID 37092, lot# 285240002; product type accessory, product ID 37743, serial# (B)(4); product type programmer. (B)(4).